Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to open the refrigerator, patient medications were out of stock, unable to restock the inventory and refill the medications. The technical support specialist (tss) dialed into station and confirmed there were no failed hardware icons present. The tss contacted the customer and confirmed that the issue had already been resolved. The customer had no further concerns and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user can't open the refrigerator, the patient's medications was out of stock, and can't restock the inventory, user can refill the patients' narcotics but not the patient's medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user can't open the refrigerator, the patient's medications was out of stock, and can't restock the inventory, user can refill the patients' narcotics but not the patient's medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.